Event description:
This is filed to report the clip becoming caught causing tissue damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with long flail segment, thin leaflets and a large left atrium. The first clip was implanted with no reported issue. While implanting the second clip, upon grasping, the clip became caught on the posterior leaflet causing a ruptured chord. Multiple grasps were attempted which created leaflet tearing. The procedure was aborted, and the patient went to surgery for a mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip caught on the leaflet was unable to be determined. The reported difficulty grasping the leaflets was due to a combination of challenging patient anatomy and procedural circumstances. The reported tissue injury was a cascading effect of the reported clip becoming caught on the leaflet. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.